Event description:
It was reported that a peritoneal dialysis (pd) patient developed peritonitis. The patient does not know what caused it. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024 due to abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture resulted positive for pseudomonas (species unknown). The patient was initiated on antibiotic therapy (drug, route, dose, frequency, and duration unknown). The patient was not responding to the antibiotics, so the pd catheter was removed. The patient was initiated on hemodialysis (hd). The patient will be completing in-center hd until recovery is complete. The patient remains hospitalized. The patient was recently trained on continuous cycling peritoneal dialysis (ccpd) utilizing the liberty select cycler. Although the cause of the peritonitis is not confirmed, it is suspected there was contamination that occurred at some point that caused the peritonitis event. No further information was available.

Manufacturer narrative:
Clinical investigation: there is a likely temporal relationship between peritoneal dialysis utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or a cycler set defect reported for this event. The pdrn reported the peritonitis was suspected to be caused by contamination. This is supported by the culture result of pseudomonas. This bacterium is common in the environment (water, plants, soil), wet areas such as bathtubs or sinks, or can also be found on skin. Based on the available information and no allegation or evidence of a malfunction, defect or deficiency, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed peritonitis. The patient does not know what caused it. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient went to the hospital on (B)(6) 2024 due to abdominal pain. The patient was admitted to the hospital with a diagnosis of peritonitis. A pd effluent culture resulted positive for pseudomonas (species unknown). The patient was initiated on antibiotic therapy (drug, route, dose, frequency, and duration unknown). The patient was not responding to the antibiotics, so the pd catheter was removed. The patient was initiated on hemodialysis (hd). The patient will be completing in-center hd until recovery is complete. The patient remains hospitalized. The patient was recently trained on continuous cycling peritoneal dialysis (ccpd) utilizing the liberty select cycler. Although the cause of the peritonitis is not confirmed, it is suspected there was contamination that occurred at some point that caused the peritonitis event. No further information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.